Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a routine device check. Upon interrogation, the patient's right ventricular (rv) lead exhibited high capture thresholds. Explant and replacement procedure for the rv was attempted on (B)(6) 2021 but was abandoned during procedure due to patient anatomy. A new extraction procedure was scheduled but was not yet performed. The patient did not suffer any adverse consequences.